Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The supplied image presents areas of skive/cut damage to the polymer jacket material. The lot number was not provided; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for this event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
The guidewire peels off inside probes type cordis ber2 during a recanalization. A terumo guidewire was used in order to complete the procedure.

Manufacturer narrative:
Device evaluation: the lot number was not provided; therefore, (B)(6) medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. The specimen wire is firmly lodged within the cordis 5fr ber2 catheter with 31.8cm of the specimen wire extending distally from the catheter. The specimen wire presents skive/cut damage to the polymer jacket material 17.6 to 21.6cm from the distal tip and damaged polymer jacket material located 16.4 to 16.9cm from the distal tip creating a localized oversized diameter to .08265". The catheter presents indications of compression overload along the long axis of the catheter, resulting in areas of accordion-like appearance. As indicated in the directions for use (dfu) operational instructions, "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guide wire within the device. Also as indicated in the warnings, "manipulate the zipwire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be filed.